Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an "er2" message. Per the onetouch ultralink owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that he manages his diabetes with the insulin pump. The patient stated that the alleged issue occurred on (B)(6) 2011 at 6:00am and fifteen minutes later, took his usual dose of medication, 14 units of humalog, in response to the reported issue. By 9:00am, the patient claimed to have developed symptoms of "headaches" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that the patient was using the correct test strips and the proper testing technique as recommended per the owner's booklet but the alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.